Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (32 mg/dl); cause was unknown. Customer consumed carbohydrates to address bg level. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin. A new cartridge was loaded to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.